Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device was dropped during outdoor yard work, resulting in a shattered and nonfunctional touchscreen; the device component implicated was the touchscreen and the medical device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage to the touchscreen, aligning with a fractured component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.